Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced, resistance was met with the totally occluded anatomy resulting in the reported failure to advance. Interaction with the non-abbott crossing device as the non-abbott crossing device was activated resulted in the noted stretched polymer coating, stretched coils and ultimately resulted in the reported/noted core, coil and the polymer coating detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) lesion located in the lower right femoral artery. An attempt was made to cross the cto lesion with the command guide wire; however, it failed to cross. A non-abbott crossing device was advanced over the guide wire and the device was activated. When activated it sheared the tip of the guide wire. The tip of the guide wire remains in the cto lesion. No attempts were made to retrieve the guide wire tip. The procedure was aborted. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.